Event description:
It was reported that during the procedure; the patient experienced a brief loss of detectable pulse lasting approximately 20 to 40 seconds following the administration of anesthesia. The patients' vital signs spontaneously stabilized shortly thereafter. Due to concerns regarding potential cardiac irregularities, the physician made the decision to discontinue anesthesia and awaken the patient. The patient remained stable and was reported to be doing well postoperatively.